Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the cabinet and control panel appeared to be melted around the 92 connector, which confirmed the original complaint issue. The underlying cause could not be determined; however, it was noted that it seemed to be that the heat which melted the unit came from an outside source, not due to the unit getting hot internally.

Event description:
Dealer states the unit got hot and melted the front panel and cabinet. Dealer did not know how it would have happened. No further information provided.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit got hot and melted the front panel and cabinet. Dealer did not know how it would have happened. No further information provided.